Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirts insulin during priming. Customer's blood glucose level was unknown. Customer reported that the insulin pump had no delivery alarm and reject new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify excessive no delivery alarm due to a33 alarm. No failed battery test alert noted during test.